Manufacturer narrative:
It was reported that on the rotaflow console a "head error" occurred. A getinge field service technician as onsite to investigate the device in question. According to the service order 43313996 dated on 2020-04-22 replaced control board (701034051 rf control board pcba kit), and closing mech for rf drive (701011680 closing mechanism rf drive) during preventive maintenance. Unit is now functioning. The reported failure head error is already investigated with the following root causes. Most possible root cause could be determined as: 1. The head error is caused by the hot plug. When device is in operation and the power plug is plugged in or out. And this leads to a damage at the control board of the rotaflow. 2. The head error follows by the sig error. This is when the ultrasonic crème is applied to the flow bubble sensor. Then the centrifugal pump is causing backflow and this leads to the head error. 3. The head error is also caused by shaking the drive. This is when the motor (which is controlled by the optical tacho) is not blocked when adjusting to 0 then it could lead to error when slight shaking. The motor could then slightly rotate. 4. The head error can be caused by connection issues between the console (rfc) and the drive (rfd).this is when the cable connection is disturbed by defective pins. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11 contain detailed descriptions to prevent an ¿error head. The reported failure "head error" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from the us that rotaflow has a head error. It is unknown till now if the rotaflow console or drive is affected. Also it is unknown when the head error occurred. Requested but still pending. Complaint ID: (B)(4).